Event description:
It was reported that a flogard infusion pump could not turn on. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. The device was visually inspected and functionally tested. The reported condition of not being able to turn on was identified as a damaged central processing unit board (cpu); the cause could not be determined. No repairs were made, and the device was removed from service. If any additional relevant information is received, a follow up MDR will be sent.